Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was explanted and replaced for an unknown reason.

Manufacturer narrative:
The reported event of ipg end of life (eol) was confirmed. As received, the battery voltage was below the elective replacement indication (eri) voltage threshold and the ipg had declared end of service (eos). The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol).

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) the device exceeds 75% expected longevity. There is no device malfunction.